Event description:
It was reported that the customer had an unspecified cartridge alarm occur. Although requested, no additional information was provided by the customer. The alarm cleared and customer was able to resume insulin therapy. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided) and high ketones. Customer administered a manual injection of insulin and a correction bolus to address high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.